Manufacturer narrative:
The driver was received at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was excessive corrosion inside. The motor, driveshaft and bearings were replaced along with other components. Service repaired and returned the device to the customer.

Event description:
It was reported that the driver began overheating during a podiatry procedure. The case was successfully completed with another device. There were no adverse consequences reported as a result of this event.